Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), sjogren's syndrome ("sjogren's syndrome"), intervertebral disc degeneration ("degenerative disc disease"), hiatus hernia ("hiatal hernia") and gastrooesophageal reflux disease ("gerd") in a 39-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ativan. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced hiatus hernia (seriousness criterion medically significant) and gastrooesophageal reflux disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("thighs pain"), intervertebral disc degeneration (seriousness criterion medically significant), rash ("rash"), weight increased ("weight gain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), osteoarthritis ("osto arthritis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), premenstrual syndrome ("ppms"), cystitis bacterial ("bacterial infection (bladder/ urinary tract/vaginal)"), urinary tract infection bacterial ("bacterial infection (bladder/ urinary tract/vaginal)"), bacterial vulvovaginitis ("bacterial infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), depression ("severe depression"), vision blurred ("dry blurry vision"), dry eye ("dry blurry vision") and abdominal distension ("bloating that made my spine worse"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy with essure removal), surgery (lumbar and cervical disc) and surgery (nissen fundoplication for hiatal hernia and gerd). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain and pain in extremity had resolved and the back pain, sjogren's syndrome, intervertebral disc degeneration, rash, weight increased, fatigue, vaginal haemorrhage, menorrhagia, osteoarthritis, bladder disorder, urinary tract disorder, dysmenorrhoea, hiatus hernia, gastrooesophageal reflux disease, alopecia, premenstrual syndrome, cystitis bacterial, urinary tract infection bacterial, bacterial vulvovaginitis, migraine, feeling abnormal, depression, vision blurred, dry eye and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, cystitis bacterial, depression, dry eye, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, hiatus hernia, intervertebral disc degeneration, menorrhagia, migraine, osteoarthritis, pain in extremity, premenstrual syndrome, rash, sjogren's syndrome, urinary tract disorder, urinary tract infection bacterial, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet (pfs) ¿ plaintiff¿s demographic data; drug history (ativan); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure lot number (623460); previous adverse event amendment (from autoimmune disorders to sjogren's syndrome and from severe pain / pain to abdominal pain/ back pain/thighs pain); new adverse events (abnormal bleeding (vaginal, menorrhagia), degenerative disc disease, bladder or urinary problems or changes, dysmenorrhea (cramping), hiatal hernia, gerd, hair loss, ppms, bacterial infection (bladder/ urinary tract/vaginal), migraines / headaches, brain fog, severe depression, dry blurry vision and bloating that made my spine worse non-drug treatment (nissen fundoplication and lumbar and cervical disc surgeries); exam (hysterosalpingogram); and essure removal method (hysterectomy with bilateral salpingo-oophorectomy). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), sjogren's syndrome ("sjogren's syndrome"), intervertebral disc degeneration ("degenerative disc disease"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hiatus hernia ("hiatal hernia") and gastrooesophageal reflux disease ("gerd") in a 39-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ativan. Concurrent conditions included obesity. In april 2007, the patient experienced pelvic pain ("pain"). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("severe depression") and anxiety ("anxiety"). In (B)(6)2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In (B)(6)2007, the patient experienced premenstrual syndrome ("ppms"). In (B)(6)2008, the patient experienced hiatus hernia (seriousness criterion medically significant) and gastrooesophageal reflux disease (seriousness criterion medically significant). In 2008, the patient experienced weight increased ("weight gain") and fatigue ("fatigue"). In april 2009, the patient experienced vision blurred ("dry blurry vision") and dry eye ("dry blurry vision"). In 2009, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and nervous system disorder ("neurological condition or problem"). In 2010, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes-stress incontinence") and micturition urgency ("bladder or urinary problems or changes"). In may 2017, the patient experienced cystitis bacterial ("bacterial infection (bladder/ urinary tract/vaginal)"), urinary tract infection bacterial ("bacterial infection (bladder/ urinary tract/vaginal)") and bacterial vulvovaginitis ("bacterial infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("thighs pain"), intervertebral disc degeneration (seriousness criterion medically significant), rash ("rash"), osteoarthritis ("osto arthritis"), feeling abnormal ("brain fog") and abdominal distension ("bloating that made my spine worse"). The patient was treated with ibuprofen (advil), surgery (hysterectomy with bilateral salpingo-oophorectomy with essure removal), surgery (lumbar and cervical disc/degenerative disc surgery), surgery (ablation), surgery (nissen fundoplication for hiatal hernia and gerd) and surgery (nissen fundoplication for hiatal hernia and gerd). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the abdominal pain, pain in extremity, alopecia and cystitis bacterial had resolved, the back pain, sjogren's syndrome, intervertebral disc degeneration, rash, weight increased, fatigue, vaginal haemorrhage, menorrhagia, osteoarthritis, stress urinary incontinence, micturition urgency, dysmenorrhoea, hiatus hernia, gastrooesophageal reflux disease, premenstrual syndrome, urinary tract infection bacterial, bacterial vulvovaginitis, feeling abnormal, depression, vision blurred, dry eye, abdominal distension, pelvic pain, anxiety and nervous system disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial vulvovaginitis, cystitis bacterial, depression, dry eye, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, hiatus hernia, intervertebral disc degeneration, menorrhagia, micturition urgency, migraine, nervous system disorder, osteoarthritis, pain in extremity, pelvic pain, premenstrual syndrome, rash, sjogren's syndrome, stress urinary incontinence, urinary tract infection bacterial, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff had taken leave from her job from (B)(6)2016 to (B)(6)2018 for autoimmune disease ailments & hysterectomy. And from (B)(6)2015 to (B)(6)2016 for autoimmune ailments, degenerative disc surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- new events pain, anxiety, neurological condition or problem were added. Pt of bladder disorder updated to stress urinary incontinence, pt of urinary tract disorder updated to micturition urgency. Outcome of cystitis bacterial and hair loss updated to recovered / resolved, outcome of migraine updated to recovering / resolving. Treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), sjogren's syndrome ("sjogren's syndrome"), intervertebral disc degeneration ("degenerative disc disease"), hiatus hernia ("hiatal hernia") and gastrooesophageal reflux disease ("gerd") in a 39-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ativan. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced hiatus hernia (seriousness criterion medically significant) and gastrooesophageal reflux disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("thighs pain"), intervertebral disc degeneration (seriousness criterion medically significant), rash ("rash"), weight increased ("weight gain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), osteoarthritis ("osto arthritis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), premenstrual syndrome ("ppms"), cystitis bacterial ("bacterial infection (bladder/ urinary tract/vaginal)"), urinary tract infection bacterial ("bacterial infection (bladder/ urinary tract/vaginal)"), bacterial vulvovaginitis ("bacterial infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), feeling abnormal ("brain fog"), depression ("severe depression"), vision blurred ("dry blurry vision"), dry eye ("dry blurry vision") and abdominal distension ("bloating that made my spine worse"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy with essure removal), surgery (lumbar and cervical disc), surgery (nissen fundoplication for hiatal hernia and gerd) and surgery (nissen fundoplication for hiatal hernia and gerd). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain and pain in extremity had resolved and the back pain, sjogren's syndrome, intervertebral disc degeneration, rash, weight increased, fatigue, vaginal haemorrhage, menorrhagia, osteoarthritis, bladder disorder, urinary tract disorder, dysmenorrhoea, hiatus hernia, gastrooesophageal reflux disease, alopecia, premenstrual syndrome, cystitis bacterial, urinary tract infection bacterial, bacterial vulvovaginitis, migraine, feeling abnormal, depression, vision blurred, dry eye and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, cystitis bacterial, depression, dry eye, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, hiatus hernia, intervertebral disc degeneration, menorrhagia, migraine, osteoarthritis, pain in extremity, premenstrual syndrome, rash, sjogren's syndrome, urinary tract disorder, urinary tract infection bacterial, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), sjogren's syndrome ('sjogren's syndrome'), intervertebral disc degeneration ('degenerative disc disease'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), stress urinary incontinence ('bladder or urinary problems or changes-stress incontinence'), hiatus hernia ('hiatal hernia') and gastrooesophageal reflux disease ('gerd') in a 39-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis (2003). Previously administered products included for an unreported indication: ativan. Concurrent conditions included obesity, uterine bleeding, itching, depression and nabothian cyst. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2006 and lorazepam (ativan) since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("severe depression") and anxiety ("anxiety"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced premenstrual syndrome ("ppms"). In (B)(6) 2008, the patient experienced hiatus hernia (seriousness criterion medically significant) and gastrooesophageal reflux disease (seriousness criterion medically significant). In 2008, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6)2009, the patient experienced vision blurred ("dry blurry vision") and dry eye ("dry blurry vision"). In 2009, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and nervous system disorder ("neurological condition or problem"). In 2010, the patient experienced stress urinary incontinence (seriousness criterion medically significant) and micturition urgency ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced cystitis bacterial ("bacterial infection (bladder/ urinary tract/vaginal)"), urinary tract infection bacterial ("bacterial infection (bladder/ urinary tract/vaginal)") and bacterial vulvovaginitis ("bacterial infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pain in extremity ("thighs pain/pain in legs"), intervertebral disc degeneration (seriousness criterion medically significant), rash ("rash"), osteoarthritis ("osto arthritis"), feeling abnormal ("brain fog"), abdominal distension ("bloating that made my spine worse"), reproductive tract disorder ("lesions") and endometriosis ("stage ii endometriosis") and was found to have blood testosterone increased ("testosterone is super high"). The patient was treated with ibuprofen and surgery (bladder tightening, nissen fundoplication for hiatal hernia and gerd, ablation, hysterectomy with bilateral salpingo-oophorectomy with essure removal and lumbar and cervical disc/degenerative disc surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pain in extremity, alopecia and cystitis bacterial had resolved, the back pain, sjogren's syndrome, intervertebral disc degeneration, rash, weight increased, fatigue, vaginal haemorrhage, menorrhagia, osteoarthritis, stress urinary incontinence, micturition urgency, dysmenorrhoea, hiatus hernia, gastrooesophageal reflux disease, premenstrual syndrome, urinary tract infection bacterial, bacterial vulvovaginitis, feeling abnormal, depression, vision blurred, dry eye, abdominal distension, pelvic pain, anxiety, nervous system disorder, blood testosterone increased, reproductive tract disorder and endometriosis outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial vulvovaginitis, blood testosterone increased, cystitis bacterial, depression, dry eye, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, gastrooesophageal reflux disease, hiatus hernia, intervertebral disc degeneration, menorrhagia, micturition urgency, migraine, nervous system disorder, osteoarthritis, pain in extremity, pelvic pain, premenstrual syndrome, rash, reproductive tract disorder, sjogren's syndrome, stress urinary incontinence, urinary tract infection bacterial, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff had taken leave from her job from (B)(6) 2016 to (B)(6)2018 for autoimmune disease ailments & hysterectomy. And from (B)(6) 2015 to (B)(6) 2016 for autoimmune ailments, degenerative disc surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in 2007: results: total bilateral occlusion.. Pathology test - on (B)(6) 2009: clinical impression-abnormal uterine bleeding with menorrhagia.; on (B)(6) 2017: specimen received- a: endometrium biopsy clinical information- dub and pelvic pain. Final diagnosis- endometrial biopsy- proliferative phase endometrium with spindled stroma and rare stromal plasma cells, consistent with chronic endometrisis.; on (B)(6) 2017: specimen(s) received-a: uterus, cervix, bilateral fallopian tubes and ovaries. Clinical information-abnormal uterine bleeding, pelvic pain. Final diagnosis- uterus, cervix, bilateral fallopian tubes and ovaries. Fallopian tubes: essure coils; reactive changes. Ovaries-cystic follicles. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia, endometriosis concerning the injuries reported in this case the following events were reported via social media: abdominal distension, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received: new events - lesions, testosterone is super high was added. Surgery bladder tightened was added as treatment to event stress urinary incontinence. On 11-sep-2019: pfs received: new event- stage ii endometriosis was added. Medical history, concomitant drugs added. Fu5 and fu6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("rash"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove the essure implant). Essure (B)(4) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, rash, weight increased and fatigue outcome was unknown. The reporter considered autoimmune disorder, fatigue, pelvic pain, rash and weight increased to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.